Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty connecting the protection sleeve to the aiming arm. The surgeon needed to exert much power/force to connect them correctly. A resulting 30 minute surgical delay was noted. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed (mia). The report indicates that the: the aim-arm 130° f/pfna blade was received in a plastic bag, decontaminated with clearly legible correct marking in an undamaged condition. The investigation summary is a translated conclusion from the attached document. A DHR- check for all components of the product, which refer to a lot number, was performed, as outlined in the attachment, with the result, that no discrepancies could be detected. Also diverse key parameters from the locking device ((B)(4)) were measured with the result passed. Additional a function test of the aim-arm 130° f/pfna blade (03.010.407) was performed, with the result passed. Based on these investigations the complaint is not confirmed, since the failure is not replicable. The complaint is also from manufacturing point of view rated as not valid because there could no deviations be found in the manufacturing process and all measured key. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.